Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the fifth complaint for the lot# 8176745 for the same defect or symptom. Previous complaints (B)(4). There was no documentation of issues for the complaint of batch 8176745 during this production run. Root cause description: undetermined. Rationale: no sample available.

Event description:
It was reported that bd posiflush¿ normal saline syringe plunger would not move after being attached to a pump. No serious injury or medical intervention was reported.